Manufacturer narrative:
(B)(4). Although the current manufacturing site for uphold lite is boston scientific in (B)(4), the reported lot involved in this complaint was manufactured by: (B)(4). Mhra adverse incident report reference no. (B)(4) submitted to mhra (medicines and healthcare products regulatory agency) by the patient. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit sling was implanted during a mid-urethral tape procedure on an unknown date. According to the complainant, on (B)(6), 2018, the patient complained of dyspareunia on the side of a small mesh erosion. Subsequently, the patient is considering some treatments. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.